Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es mini drawer 1.17 was stuck and would not open at all. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer. The customer was able to recover the drawer by prying it out and repositioning an upright vial to lay flat. The fse did not get a chance to access the machine to run a final test. The system functioned as intended after the customer resolved the issue.